Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased high troponin I result is unknown. No samples were made available for investigation. There is no indication of malfunction for the dimension tni assay nor are there indications of instrument malfunction. Qc remained within laboratory ranges. The instructions for use for the dimension exl loci® tni flex® reagent cartridge states: based on imprecision and other performance characteristics, the dimension® tni method is a high sensitivity troponin I method. The IFU makes no claims on correlation between the exl and stratus methodology. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer questioned biased high troponin I (tni) results for patient samples on the dimension exl system. The same samples were retested on an alternate siemens stratus cs analyzer system (alternate methodology) and lower results were obtained. Patient treatment was not altered or prescribed on the basis of biased high troponin I (tni) results. There was no report of adverse health consequences as a result of biased high troponin I (tni) results.